Event description:
It was reported the patient received one shock due to noise during the evening following implant. It was determined that this shock was due to some header or setscrew issue. The next day, the physician went into the pocket again and saw blood in the header. The physician thought the header was damaged in some way so the device was replaced. Device malfunction was also reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.